Event description:
A home patient contacted baxter's technical service center and reported the final line separated from the bag during fill one. The home patient instructed to end therapy and start over with new supplies. There was no report of patient injury or medical intervention.